Event description:
Same case as MFR report #: 2134265-2012-05378, 2134265-2012-05379. It was reported that shortly following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 90% stenosed target lesion located from the severely calcified proximal rca to the posterior descending artery. Three stents were placed. After pre-dilation, the first stent placed was a 2.25x12mm promus element plus in the right pda. Next an overlapping 4.0x28mm promus element plus stent was placed in the mid rca. Then a 4.0x12mm promus element plus stent was placed in the proximal rca. Post dilation was performed and all three stents were well positioned and well apposed. Shortly after the procedure, while the patient was in the recovery room the patient experienced thrombosis in the 4.0x12mm promus element plus stent placed in the proximal rca. Treatment consisted of poba and integrilin to regain flow. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).